Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from two (2) biopsy protocols, which completed without errors. The complainant described the affected tissue samples as "fried" and "crunchy, hard." Information documented by a leica field support specialist (fss) details that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of the circumstances involved in this complaint by leica biosystems is in progress.

Manufacturer narrative:
The complainant reported sub-optimal tissue processing from two (2) "ameripath 2 hour" protocols started in retort b at 15:18 pm on (B)(6) 2016 and in retort a at 17:19 pm on (B)(6) 2016. Manufacturer evaluation of the instrument logs found that the reagent in bottle 14 (xylene) was replaced on (B)(6) 2016; prior to the commencement of the two protocols from which the sub-optimal tissue processing was derived. Bottle 14 (xylene) was removed from the sensor for 25 seconds on (B)(6) 2016 which is not sufficient to replace the content of the bottle. The complainant advised that "they believe it was most likely due to a histo-technician preparing xylene in an extra bottle then quickly swapping out". Further sub-optimal tissue processing was subsequently reported from two (2) "ameripath 2 hour" protocols started in retort a at 17:48 pm on (B)(6) 2016 and in retort b at 19:16 pm on (B)(6) 2016. Bottle 14 (xylene) was used for the final clearing step in each of the four (4) protocols from which the sub-optimal tissue processing was reported. The instrument was found to have functioned as designed during the execution of each of the four (4) protocols from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported could not be unequivocally determined from the information available.